Manufacturer narrative:
The bur and attachment subject to this investigation was returned for eval. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this MDR is as follows; part number: 5100120922, lot number: 11201.

Event description:
It was reported that during a plif (posterior lumbar interbody fusion) procedure, the bur broke. It was also reported that there was no adverse consequences as a result of this event. It was further reported that there was a 2 minute delay to the procedure and another bur was available to complete the procedure.